Event description:
It was reported the customer was hospitalized for low blood glucose. No glucose levels were reported. It was stated that the customer had primed manually the insulin into her body in error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.